Event description:
It was reported that this defibrillator system exhibited an alert for a high out of range shock impedance measurement on this right ventricular (rv) lead. The specific out of range measurement value was not provided. The defibrillator device is not a boston scientific product. It was indicated that the shock impedance has gone back down to a current measurement value of 102 ohms and has historically been 75 ohms. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that they are not aware of how the competitors defibrillator device tests for shock impedance and discussed the normal shock impedance value based on boston scientific devices. Ts provided possible options, including continued monitoring to see if the out of range value reoccurs or stays out of range. Another potential option provided by ts is to program the rv lead to exclude the shock coil but recommended performing defibrillation threshold (dft) testing in the new vector. The products remain in-service. No patient symptoms or adverse patient effects were reported.